Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged coughing up mucus and phlegm. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of serious patient harm or injury. Additional information has been added and the b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing up mucus and phlegm, lumb on the pancreas related to a CPAP device's sound abatement foam. Patient was hospitalized and performed a biopsy for the reported event. The reported event that the patient just got out of the hospital for a biopsy on the lump of his pancreas is assessed as a serious injury while that he is coughing up mucus, phlegm when using the device is assessed as non-serious injury, and both possibly related to the device in this case. Patient reported that the device is noisy and gives a strange odor when in use. These reported events may possibly have resulted from the usage of the device due to foam degradation or/and emission of voc from the sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code, health effect - impact code, type of investigation, investigation findings, investigation conclusions has been updated in this report. Section b1, b2, h1 corrected in this report.